Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube. Device received with broken battery cap, cracked case at display window corners, minor scratched lcd window and missing end cap sticker.

Event description:
Customer reported he was changing the battery on the insulin pump and the battery cap broke. Customer stated that the thread part is in the device and was unable to remove it. Customer found corrosion in the battery compartment. Blood glucose value is 115 mg/dl. Nothing further reported.